Event description:
Additional information: it was reported that patient experienced increased lower back pain radiating to both legs related to the event. A dye study was conducted on 07/25/2013 with ¿good results¿. On (B)(6) 2013, the pump was interrogated and found to be fully functional. On (B)(6) 2013, the pump was interrogated and found to be fully functional. The pump was then filled with the patient¿s previous medications. The patient was being managed on current medications and receiving effective therapy.

Event description:
It was reported that two weeks ago the patient missed an appointment and the pump went empty. A pump study was done to confirm functionality and they filled the pump with saline and checked the volumes twice. The patient was seen on (B)(6) 2013 and the pump was then filled with drug. They brought the patient back in on (B)(6) 2013 to confirm the pump was delivering the drug appropriately. The pump was delivering hydromorphone, clonidine, and compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2012, product type: catheter. (B)(4).